Manufacturer narrative:
Immucor technical support assessed the test well images of the testing in question by a remote electronic connection method: review of plate (B)(4) read at 1453 show that sample (B)(4) was negative in screening cells 1 and 2, with well scores of 15 and 14. Visually, the wells appear negative with no red cell adherence. Screening cell 1 is heterozygous positive for the k antigen and homozygous positive for the e antigen. Customer does not have any sample left to perform additional testing.

Event description:
On (B)(6) 2016, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen I and ii on a galileo neo instrument. Patient has an anti-e and anti-k.